Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this male patient will have a revision of his left knee due to failure of the polyethylene.

Manufacturer narrative:
Section h10: (h3) this event was reported in error. No revision occurred.